Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The neurovascular procedure was aborted, and the patient was moved to another room. The customer did not share patient outcome nor clarified if the patient required additional medical intervention/treatment. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse replaced the image processing (ip)-pc and the hard disk drives (hdd). Log file analysis confirmed that the system was able to continue performing fluoroscopy runs even after the image disk was reported as full. There were no errors or warnings indicating any failures in hardware or software. Part failure analysis was performed on the returned parts; however, no failures were found, therefore the cause is unknown. After the replacement of the ip-pc and hdd¿s, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the system stopped working during use. The device was in clinical use. The patient was moved to a different room. The philips has started an investigation of the complaint.